Event description:
It is reported that during an a-fib procedure, the patient's blood pressure dropped following the left atrial ablation. The patient then recieved medication, was intubated, and had a pericardiocentesis . Two ablations of 1 min 57 seconds were performed. There was no steam pop, char, nor impedance rise (105) was noted.

Manufacturer narrative:
Concomitant bwi products used during the procedure: carto 3 system, model #: m-4800-01, serial #: (B)(4). Cool flow irrigation pump: model #: m-5491-02, serial #: (B)(4). Stockert rf generator: model #:m-5463-01, serial #: (B)(4). C3 nav variable lasso catheter: model #: d-1290-01-s, lot #.: unknown. Soundstar 3d 10f-90 catheter: model #: m-5723-05, lot #.: 10036558. The customer was contacted by biosense webster clinical account specialist. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. (B)(4).

Manufacturer narrative:
It is reported that during an a-fib procedure, the patient's blood pressure dropped following the left atrial ablation. The patient then received medication, was intubated, and had a pericardiocentesis . Additional information was later provided regarding this event. The physician's opinion regarding the causality of this event was he believed that the tamponade could have happened during mapping, which was found 2 minutes of the ablation procedures. The user did have some difficulty in manipulating the catheter. The patient was taken to ICU for observation, eventually discharged home and placed on antiarrhythmic medications. The sheath used during the procedure was non-bwi sheath (sjm sl-1). (B)(4). The returned complaint device was evaluated for deflection characteristics and tested for electrical leakage and resistance, temperature and generator behavior. The results of these tests were found within specification. The returned device was also tested for patency flow; the result showed that the catheter did not flush properly. Further investigation revealed the irrigation tubing was pinched at the proximal end of polyimide stiffener inside the shaft channel of handle causing the improper condition. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verified that the device was manufactured in accordance with documented specification and procedures. The complaint condition could not be confirmed; however during testing, the catheter presented irrigation issue that was not part of the reported complaint. In addition, the IFU states that the catheter must be flushed per standard technique to ensure purging of trapped air bubbles and to verify the irrigation holes are clear prior catheter insertion.